Manufacturer narrative:
Supplement required to capture missing information; the regulatory reference number, mw (B)(4) and the initial reporter's title.

Event description:
It was reported that the tubing separated at the upper fitment. Although requested, there was no information provided regarding patient impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing separated at the upper fitment was confirmed. The separation was at the engagement between the upper fitment and silicone segment. Further inspection observed evidence of a retainer ring indentation which does not look to be misaligned. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A slight tug/pull of the silicone segment away from the lower fitment component was attempted and no separation was observed. Further inspection under magnification of the set's components observed a slight crush marking along the upper fitment. No testing was deemed necessary due to the obvious separation. No other damages or issues were observed. The root cause of the separation was not identified.

Event description:
It was reported that the tubing separated at the upper fitment. Although requested, there was no information provided regarding patient impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated at the upper fitment. Although requested, there was no information provided regarding patient impact as a result of this event.